Event description:
The recipient reportedly experienced intermittency and loss of lock between the internal device and the external equipment. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Device testing confirmed the loss of lock. Revision surgery has been scheduled.